Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via twitter product dissatisfaction. Customer was contacted and stated he is experiencing low and high blood glucose levels. Customer stated the insulin delivery was not suspended when low blood glucose happens. Customer stated he would exit auto mode when he was 400mg/dl and wait to see insulin pump reaction. Customer also sated his sensor glucose value was 100 and his blood glucose was 95 mg/dl then it sensor value would go to 40 and insulin would be suspended. On another instance sensor value showed 40 and his blood glucose was 43 mg/dl and it device did not suspend or alarmed. His blood glucose went to 445mg/dl and sensor value was 400 and the device kicked him out of auto mode. Advised customer to call the helpline and go through the trouble shooting process. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).